Manufacturer narrative:
Evaluation summary: the analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The device was received void of staples and with the washer casing half, the device was reloaded with staples, a new washer was install, and the device was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The device opened and closed without any difficulties and the staple line was noted to be complete. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap overian cystectomy procedure, the hand activation would not work. The jaws would not open. They opened a new device to complete the procedure. There was no reported patient consequence.